Event description:
The customer reported that the workstation portion of the system experienced and uncommanded system shutdown during a patient procedure. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.